Event description:
Adverse event(s): "little cylinder correction" (postoperative refraction, unexpected). Product problem(s): "lens slightly off axis" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with little cylinder correction following intraocular lens (iol) implant surgery. The surgeon also noted the iol was slightly off axis. The pt had a history of macular degeneration (pre-existing). The surgeon reported the pt was noted to have dry eyes which might be contributing to the increase in postoperative cylinder, and started the pt on medications. The surgeon also noted the pt had posterior capsule opacification. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 04/23/2010 and 04/28/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).